Event description:
Hearing aid has never performed. Five times MFR tried to remedy situation. Finally medical dr (audiotoryst) consulted. Result: hearing aid found unsuted and useless for pt. Per rptr MFR's rep made confusing and false medical claims. They wer unable to remedy situation to meet medical needs.